Event description:
Following stent placement, the patient experienced a transient slow flow with global cerebral hypoperfusion due to occlusion of distal ica from the filter. The patient is a male who was enrolled in the study in 2007. The target lesion was located in the left internal carotid artery. The lesion was eccentric with mild calcification and the rate of stenosis was 85%. The length of the lesion is 18cm. The physician used a contralateral approach to access the lesion. The lesion was pre-dilated. An angioguard device was advanced to the lesion and the basket was deployed. The stent was placed without difficulty. After the stent was placed, the patient became transiently confused and poorly responsive for approximately 3 to 4 minutes. The event was completely resolved when atropine and neo was administered, and when the filter was removed. Antegrade flow was completely normal after filter removal. The patient was discharged five days later.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt. During a review of all complaints reported from the study surveillance registry to date, it was determined that this complaint is reportable under MDR reporting requirements.